Event description:
Patient reports bottom teeth are broken/chipped and currently without treatment. Also reports, inflammation-irritation, end results not met and bite concerns.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.